Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 220 mg/dl and a correction bolus was delivered to address the bg level. The customer indicated that the occlusions appear to be occurring after a temp rate was set. Tandem reviewed the pump's t:connect data and found that the pump was functioning as intended. Tandem technical support reviewed the findings with the customer. The customer acknowledged the information and indicated that no further occlusions had occurred and that the pump was functioning as expected.